Manufacturer narrative:
B5: the event occurred while in use with the patient. There was a delay in infusion therapy. No patient harm/adverse event was reported. D9: 09-apr-2025 h3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was not duplicated. Preventative maintenance was performed. A cause of the reported issue was not identified as there was no problem with the device.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number ext. (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was starting and stopping by itself. There was no reported patient involvement.